Manufacturer narrative:
Block b3 (date of event): the exact date of the event is unknown. The provided event date february 1, 2023 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: investigation results: the returned spyglass digital controller was analyzed by enercon technologies, and the evaluation noted that fluid ingress caused corrosion inside housing. Top cover and front panel have finish damage. Fluid ingress caused oxidation inside housing and on some components. A rebuild is required to repair this unit. The problem was verified according to product analysis. Per the evaluation conducted by enercon technologies, the reported complaint was confirmed. Although the number of procedures/ recycles of the unit are unknown, improper handling of the device or wear/ tear on internal components over time likely contributed to the event. Based on all gathered information, the conclusion code selected for this event is cause traced to maintenance, which indicates that problems are traced to improper routine or preventative maintenance. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to the spyscope ds ii access & delivery catheter and a spyglass digital controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and a spyglass digital controller were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, there was no image appeared on the screen when the spyscope ds ii plugged into the spyglass ds controller. They tried to use multiple demo spyscope catheters and got image with one of them; however, when disconnected and reconnected back into the controller, they could not get an image back on again. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2023 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to the spyscope ds ii access & delivery catheter and a spyglass digital controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and a spyglass digital controller were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, there was no image appeared on the screen when the spyscope ds ii plugged into the spyglass ds controller. They tried to use multiple demo spyscope catheters and got image with one of them; however, when disconnected and reconnected back into the controller, they could not get an image back on again. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.